Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx1663 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx1663) have been reported from the same facility. Device has not been returned for evaluation.

Event description:
It was reported that the catheter was discovered to be leaking from the extension leg catheter hub connection. This file is for the first of two reported events.